Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient had fallen directly on to implant site on approximately (B)(6) 2024. Patient self-reported to hospital ER where they were given a hematoma diagnosis and put on pain medications. Patient attempted to contact their managing physician group the day after the fall, but were unsuccessful in reaching their office until (B)(6). The hcp office directed patient to call the manufacturing representative (rep), which they did on (B)(6). The rep advised the patient to attempt communication with the implant. After multiple attempts patient stated communication was unsuccessful after the routine steps taken. No other warning/error messages were displayed to patient. The rep scheduled an appointment with patient on (B)(6) to evaluate the system. The cause was not known and it was unknown if troubleshooting was performed. The patient was also experiencing pain, swelling, and a worsening of their baseline symptoms of urge incontinence and urgency frequency. This issue was on going. Additional information was received from the patient on (B)(6). They met with the rep who interrogated the implant and checked the system lead impedances. The impedances checked out ok. The therapy was established on 5 of the pre-set and custom programs available with the appropriate stimulation target coverage. The patient had continuing pain and swelling at the implant site due to the reported fall episode. The implanted  device demonstrated a malposition upon palpitation of the site. The rep made the managing hcp aware of the findings and had been instructed to stay in contact with the patient regarding the new established stimulation setting to see if improvement was demonstrated.